Event description:
Per the clinic, the patient experienced an mrsa infection at implant site. Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was hospitalized due to abscess at the implant site caused by a laceration sustained from a fall a month prior. Abscess was confirmed via CT scan. The patient underwent bed side incision and drainage on (B)(6) 2022, and was treated with IV antibiotics (duration not reported). The device was then explanted due to mrsa infection and exposure of the receiver/stimulator the receiver/stimulator. This report is submitted on february 14, 2023.